Event description:
It was reported that a user with an expired sensor observed a blood glucose reading of 200 mg/dl and noted that the ilet was delivering an automated correction bolus of 0.40 units, with troubleshooting and education completed and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no long-term or serious impact reported. Investigation included review of device performance based on user report and assessment of use conditions. Investigation of this case revealed no device alarms or malfunctions and that the device was operating as designed by delivering correction insulin; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.